Event description:
Report received from the USA stating that the device was reported an e5 error code. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported condition of "error code" could not be confirmed or duplicated. However, it was noted that the unit exhibited evidence of immersion (internal water and detergent residue). An e5 error is often caused by water ingress from immersion affecting the flex circuit, so it is possible that the e5 error occurred and then ceased once the unit dried out. This condition in indicative of improper cleaning of the device. Ref: (B)(4).